Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced low blood glucose level. The blood glucose of the customer was 49 mg/dl at the time of the incident. The customer did not provide any other information. The insulin pump will not be returned for analysis.